Event description:
Customer reported a blood leak occurred in the centrifuge during the buffy collect phase of a single needle mode treatment, at 1554 ml whole blood processed. Customer stated there was a loud noise and the centrifuge stopped, and they then observed a blood leak in the centrifuge the treatment was aborted and the blood in the kit was not returned to the patient. Customer did not notice if a leak alarm has occurred or not. Customer stated they had double-checked the installation of the drive tube bearings when the kit was loaded to ensure they were installed correctly. Customer leak sensor strip did not appear to be damaged. Customer reported the upper drive tube bearing had slid partially along the drive tube. The patient was reported to be in stable condition. The kit was returned for evaluation. Service order (B)(4) was dispatched.

Manufacturer narrative:
A review of lot c334 was performed and there were no non-conformances related to this complaint associated with this lot. The lot met release requirements. At the time of the investigation, no trends were detected for complaint categories, alarm #17: return pressure or for drive tube leak/break. An upward trend was detected for equipment performance. CAPA (B)(4) has already been initiated for drive tube leaks/breaks. The assessment is based on info available at the time of the investigation. Analysis of the returned product is still in progress at the time of this report; therefore, final investigation findings are still pending. A supplemental report will be sent when this information is available. (B)(4).